Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the filter in the ICU was attached to low sorb tubing, and the filter had a slow leak coming from the round circle. The infusion was doxorubicin/vincristine/etoposide at 21.5ml/hour for a total volume 500ml.